Manufacturer narrative:
It was reported that the patient regained benefit with device use. There are no plans to explant the device. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of a CT scan indicate the electrode array was placed in the internal auditory canal. Explant and reimplantation is planned, but had not taken place at the time of this report july 23, 2009.